Event description:
Reporting status: malfunction. Reporting rationale: failure to deflate has caused or contributed to patient injury previously. Device issue: difficult to remove; difficult to deflate. It was reported that, the stent delivery system (sds) balloon would not deflate completely. After deployment of the stent, negative pressure was applied; however, difficulties were experienced pulling the sds into the guiding catheter. It was felt that the sds balloon had not fully deflated, so a syringe was used to expel air from the indeflator. This resulted in the balloon deflating enough for it to be successfully removed from the patient; however, during this time, the patient experienced transient ischemia, which resolved when the balloon was able to be reasonably deflated. No additional event or patient information is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.